Event description:
Boston scientific corp rec'd a user facility medwatch report on august 7, 2008. The user medwatch report states that the pt underwent an rf ablation procedure on a hepatic tumor in 2008, male pt; where an rf 3000 radiofrequency generator device was used. Upon arrival to the floor, the pt was noted to have a 4.5 cm open-circular shape vesicular area to the right side back/flank. No further pt status info was provided.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. The device was not returned; therefore, a device eval cannot be performed. The relationship between the device and the event is undetermined.